Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the IFU and that it is placed inside the operating theatre during use at an estimated distance of two (2) meters. Moreover, livanova learned that the water quality monitoring is not applied as prescribed by the IFU since a daily control of h2o2 level is not conducted. As per chapter 6.4.2 monitoring and adjusting the hydrogen peroxide concentration of cp_IFU_16-xx-xx, the hydrogen peroxide (h2o2) concentration must be checked every day before the heater-cooler is used. If the heater-cooler is not used and is not monitored daily for hydrogen peroxide concentration, the water tanks have to be drained. This is a necessary process to maintain the water to a drinking quality and the bacteria concentration within the prescribed limits. Based on the above, it is likely that an inconstant water quality monitoring led/contributed to the reported contamination.